Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer declined any follow up. Customer¿s blood glucose level (bg) was 544-586 mg/dl. Customer addressed the elevated bg with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.